Event description:
This ra lead was implanted on (B)(6) 1995 and was capped on (B)(6) 2011 due to increasing impedances and increasing thrseholds. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).